Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific prescription form was received for patient's left proximal humerus mets with notes "revision: aseptic loosening. 2017 index surgery. Grade 1 chondrosarcoma. Ag. Uncemented. Extra-cortical plate(s). Ha collar. Impending fracture. Add locking screw on through distal flange plate."

Event description:
A patient specific prescription form was received for patient's left proximal humerus mets with notes "revision: aseptic loosening. 2017 index surgery. Grade 1 chondrosarcoma. Ag. Uncemented. Extra-cortical plate(s). Ha collar. Impending fracture. Add locking screw on through distal flange plate." Update from surgeon on 21st of august 2020: "I can confirm that the revision procedure was successful although the distal locking screw was not used."

Manufacturer narrative:
Additional manufacturer narrative; reported event: an event regarding loosening involving a mets proximal humerus was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a mets proximal humeral replacement which was inserted on (B)(6)2017. Surgeon reported an aseptic loosening of the humeral stem. The x-rays provided show gross radiolucent lines along the stem mainly between the cement mantle and the bone. There is a massive bone resorption on the cortical bone, especially on the anterior and lateral sides and the implant tip has tilted. The above radiographic signs indicate that the implant has loosened. Therefore, the radiographic review can confirm the clinical report and reason for revision. Product history review: not performed as no catalogue/batch numbers were provided. Complaint history review: not performed as no catalogue/batch numbers were provided. Conclusions: an event regarding loosening involving a mets proximal humerus was reported. The event was confirmed by medical review. The exact cause of the event could not be determined because further information such as catalogue and batch numbers, the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.